Event description:
Customer reported that the act button on the insulin pump is not working properly. Customer also stated that she uses the recommended batteries and the charge is only lasting a day. Customer does not recall any significant events leading to the keypad issue. Blood glucose of 61 mg/dl; customer treated with food ingestion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.